Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure the metal inserter of the ar-3638 broke. Total length was about 8mm of metal lodged in bone. Bone was prepped using the straight kit with the fluted drill bit.